Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va13rga, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had a fall in (B)(6) 2016. An impedance check was off and the patient struggled with finding a program that would help with their symptoms. They reported a loss of therapy. Reprogramming was done, however, the problem was resolved by replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.